Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.4 cm diameter abdominal aortic aneurysm. The proximal non-aneurysmal aortic neck diameter, immediately below the lowest renal was 23mm; the distal non-aneurysmal aortic neck diameter immediately above aneurysm was 25mm. It was reported that an x-ray discovered that there was kinking of the contralateral legs. The cause of the kinking was due to the migration in the neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).